Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 11-aug-2023. The device evaluation was completed on 16-aug-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a brim cap detached issue occurred. It was reported that the hemostatic valve of the vizigo¿ sheath broke. The sheath was inserted in the femoral access of the patient but did not get to the heart. No air entered the patient because the physician just advanced the sheath to the femoral vein and realize the valve was defective. There was no blood return observed. The sheath was replaced with a new one. The surgery was delayed by five minutes due to the event. The procedure was successfully completed. There was no patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the brim cap was detached from its original place. The damage observed could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A device history review was performed for the finished device 00002130 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The valve issue could be related to the issue reported by the customer. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the brim cap was observed detached from its original place. A device history record (DHR) evaluation was performed for the finished device 00002130 number, and no internal action related to the complaint was found during the review. Based on the DHR, the d 4. Expiration date and h 4. Device manufacture date have been updated. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. Initial reporter phone: + 57 6690604. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a brim cap detached issue occurred. It was reported that the hemostatic valve of the vizigo¿ sheath broke. The sheat was inserted in the femoral access of the patient but did not get to the heart. No air entered the patient because the physician just advanced the sheath to the femoral vein and realize the valve was defective. There was no blood return observed. The sheath was replaced with a new one. The surgery was delayed by five minutes due to the event. The procedure was successfully completed. There was no patient consequence. The brim cap detached issue is MDR reportable to the us FDA.